Event description:
It was reported that a small r wave and possible post paced t wave oversensing was observed on the pacemaker. Programming changes were recommended. There were no patient consequences.